Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited intermittent undersensing. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.